Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation for a percutaneous treatment procedure, a foreign body was found in the packaging. Upon opening the packaging, a hair was found located in the inner sterile package. It was decided to not use this catheter and another of the same catheters was opened to complete the case successfully. The catheter was never placed on the sterile field so there was no patient contact. No patient complications were reported and the patient's status is okay.